Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead product ID 977a260, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jun-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-nov-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative who reported leads were placed anterior. Patient had discomfort, soreness and pinching. Leads were replaced.